Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, prior to inserting the catheters, it was noted that the sheath valve was leaking saline. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.